Event description:
It was reported that the programmer's software was unable to be updated. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer was unable to update its software and therefore the hard drive was reconfigured and the software reloaded. It was further noted that the programmer failed a thermal sensor test and its power supply was therefore replaced and it was verified that the issue was resolved. (B)(4).